Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer states that during correlation studies for cap customer noticed that when testing a sample that the customer had identified an anti-fya on (B)(6) 2016, now is giving negative results in manual gel with lot# 3ss178 converted from 3% to 0.8%. Issue started on: (B)(6) 2016. Frequency: once. Customer states that on (B)(6) 2016 provue was in maintenance activity and customer received a sample from a regular patient for antibody identification with no previous history of antibodies. The customer identified anti-fya in manual gel when testing with 0.8% surgiscreen cells; they got 1+ reactions on cell#1(homozygous for fya) and cell#2 (heterozygous for fya) the test was run with anti-igg gel card. Then customer continued testing for antibody identification with 0.8% resolve panel a and same anti-igg gel cards. Customer states that the sample in question was giving positive reactions 1+ on cells (1,4,9) all of them homozygous for fya and auto control was positive too. All other clinical significant antibodies were ruled out and customer identified anti-fya for this patient. Then on (B)(6) 2016 customer was doing correlation studies for cap and they selected the sample with the anti-fya identified past (B)(6) 2016 same specimen was tested on provue with a new 0.8% surgiscreen and the sample gave a negative reaction with anti-igg gel card (mxp (B)(4)). Customer was expecting positive reaction cell#2 (heterozygous) and cell#3 (homozygous) for fya. Customer repeated the test in manual gel same anti-igg gel cards with same lot of 0.8% surgiscreen cells and cell#3 homozygous fya gave a +w positive reaction. With two lots of expired 0.8% surgiscreen cells customer saw 1+ positive reaction in fya positive cells (same reactions than the ones tested first time (B)(6) 2016. Customer ran testing in tube with 3% surgiscreen lot# 3ss178 exp 06.07.16 gave 1+ positive reaction with cell#3 homozygous for fya. Customer states the time of incubation in manual gel is 15min. Patient history of transfusion. Abo type: a rh d positive. Received 3 rbc's units type a rh d positive (2units) (B)(6) 2016 and (1 unit) on (B)(6) 2016. Qc has not been affected. Customer states that all cards and reagents have normal appearance. Daily qc was acceptable. No erroneous results were reported customer was performing correlation studies. Customer demands to have different lot # of screening cells. Ortho sent a new lot of 0.8% surgiscreen cells. Ortho advised customer to perform antigen testing with commercially prepared anti-fya. Customer agreed to do so and reported the reactions proved the antigens were present as indicated on the antigram. On (B)(6) 2016 the patient was drawn again and the sample was tested on manual gel with the 3% cells (3ss178) exp 06.07.16 that were diluted to 0.8% and gave a negative antibody screen cell#2 donor (B)(6) heterozygous for fya and cell#3 donor (B)(6) homozygous for fya, but when they were retested by tube method (once using immucor loion and once using immucor peg) they were 1+ in the appropriate cells for anti-fya.